Event description:
Customer reported an incident with a frozen screen during treatment. The customer further stated that "...a procedure to terminate the treatment manually doesn't exist in case of failure." No blood loss reported.